Event description:
On (B)(6) 2013, the lay user/ reporter contacted lifescan (lfs) alleging a onetouch ultra meter was showing a battery indicator. The medical surveillance specialist (mss) was unable follow up with the reporter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue occurred on (B)(6) 2013 at 9am. The reporter stated the patient uses self adjusting insulin to manage his or her diabetes. The reporter stated the patient did not make any changes to his or her diabetes management routine on the day of the alleged issue. The reporter stated the patient did not develop any symptoms as a result of the alleged issue. However the patient received glucose tablets or glucose gel from a health care professional on (B)(6) 2013 at 9am. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The cca discovered the battery did not need to be replaced based on the battery usage/life. Replacement products were sent to the reporter. This complaint is being reported as an adverse event because the reporter claims due to the alleged issue, the patient was not able to test on the subject meter and required treatment from a healthcare professional.

Manufacturer narrative:
Follow-up # 1 ¿ (10/21/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/9/2013 and 10/10/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have capacitor c4 shorted. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.